Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with 64% stenosis, moderate tortuosity, and moderate calcification. An unspecified guide wire was advanced and the target lesion was pre-dilated with an unspecified balloon catheter at 10 atmospheres. A 3.5x33 mm xience prime rx stent delivery system (sds) was advanced and the stent was deployed in the target lesion. During post-dilatation, a side edge dissection was observed. Another same size xience prime stent was used to cover the dissection and thrombolysis in myocardial infarction (timi) iii flow was maintained at the end. There was no interaction of devices. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the device remains in the patient anatomy. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. The reported intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.